Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent surgery. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The account reported that the patient experienced an adverse event/ adverse device effect on (B)(6) 2017. It was reported that the patient was treated with surgery and stayed less than 24 hours. The event reportedly resolved without sequelae on (B)(6) 2017. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remained ongoing on vad support until (B)(6) 2019 when the patient was routinely transplanted. The hm3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.